Manufacturer narrative:
(B)(4). The ventilator was returned for investigation. The device was put into ventilation mode and the screen froze, confirming the reported complaint. The single board computer (sbc) printed circuit board (pcb) was then replaced to resolve the issue.

Event description:
It was reported that a ventilator screen became stuck. There was no report of patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.